Event description:
In 2005, patient had aaa repair procedure. One main body and two leg grafts were used. Then two years later, patient underwent additional endovascular repair to resolve an endoleak of unknown origin.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes over time.